Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the patient was in atrial fibrillation with rapid ventricular response and supra ventricular tachycardia. Reprogramming of the lead was performed.

Manufacturer narrative:
Concomitant medical products: dtma1d1 crtd, implanted: (B)(6) 2018; 4965-35 lead, implanted: (B)(6) 2007 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high voltage therapy was provided for suspected atrial tachycardia (at)/atrial fibrillation (af) episodes detected as ventricular fibrillation. It was also reported that t-wave oversensing (twos) was observed on episodes that occurred two weeks prior. No intervention or reprogramming has been performed. The device and rv lead remain in use. No further patient complications have been reported as a result of this event.